Manufacturer narrative:
A technician with our distributor, healthtronics, was informed by a urology physician at the (B)(6) that a patient experienced a renal hematoma following a extracorporeal shock wave lithotripsy treatment. The technician reported that the unit did not showcase any failures, errors, or issues and treatment was completed within normal range successfully. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, the patient presented with a renal hematoma following an extracorporeal shock wave lithotripsy procedure and was hospitalized. We have not been able to obtain any further details about this event or patient condition.